Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutpro-26-us, serial/lot #: (B)(6), ubd: 10-jun-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) nose cone was withdrawn, it dislodged the valve aortic. Subsequently a second valve loaded and was implanted.

Event description:
It was reported that after the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) nose cone was withdrawn, it dislodged the valve aortic. Subsequently a second valve loaded and was implanted. Additional information was received that the patient had a type 1 bicuspid valve with a unilateral strongly calcified ridge. The dcs access site was the femoral artery. A pre-implant balloon aortic valvuloplasty was performed. The valve was deployed over a non-medtronic guidewire and the cuspal overlap technique was used. The training guidance for slow deployment was followed. Prior to withdrawing the dcs, the nosecone was centered within the valve frame. Per the physician, the cause of the dislodgement was the shallow valve deployment and the valve was squeezed to move upward.

Manufacturer narrative:
Updated data: b5. Second paragraph. Added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.